Manufacturer narrative:
Number 1020379-2018-00016 is associated with argus case (B)(4), polident.

Event description:
Her residents swallowed a polident tab [accidental device ingestion]. Case description: this case was reported by a nurse and described the occurrence of accidental device ingestion in a patient who received double salt denture cleanser (polident) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received on (B)(6) 2018. Nurse called in stating that one of her residents swallowed a polident tab.